Manufacturer narrative:
According to the currently available information, damage to the active electrode caused by excessive mechanical stress is very likely. In addition, two channels were left outside the cochlea during implantation surgery. However, to determine an exact root cause a device investigation of the explanted device is necessary. Re-implantation surgery is considered, but no date has been made available yet.

Event description:
Hearing performance with the device is affected. The family has not reported any problem with the implant, but during in situ measurements a lot of short circuits were observed. Re-implantation has been suggested but no date has been scheduled yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Hearing performance with the device is affected. The family has not stated any problem with the implant. Re-implantation has been suggested.

Manufacturer narrative:
Conclusion: damage to the active electrode, as might be caused by an external mechanical impact, was determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. Furthermore two channels were out of cochlea since initial implantation. This is a final report.

Event description:
The family did not reported any problem with the implant, but during in situ measurements a lot of affected channels were observed. The recipient was re-implanted.